Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the patient had been admitted to the hospital in diabetic ketoacidosis on (B)(6) 2013. Blood glucose (bg) stabilized with injections, but when returned to pump, her bg became elevated again. The site was changed a couple of times. Patient¿s tdd is usually about 45 - 50 units. On (B)(6) 2013 she received 70 units on the pump and her bg did not come down until she had injections. A bolus was given while patient was disconnected to test if the pump was delivering and it was. Troubleshooting of the pump found time and date correct, all settings correct, programming correct, and per history pump delivered as programmed. No alarms in pump history. The hospital physicians are requesting the pump be replaced and are keeping the patient in hospital until new pump arrives and her bg levels can be stabilized. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the diabetic ketoacidosis.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2013. The history indicated that a ¿replace cartridge¿ alarm occurred on (B)(6) 2013 at 18:33, and deliveries were resumed at 21:21. The pump history indicated that the pump was manually suspended on (B)(6) 2013 at 09:51 and deliveries were never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the alarm history; only typical usage was observed. The pump successfully completed a delivery accuracy test and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).